Manufacturer narrative:
The glucose and bilirubin-total reagents' lot numbers and expiration dates were not provided. The field service engineer (fse) cleaned all probe rinse station. He performed adjustments for the nozzles of cell rinse unit as the springs were pushing the nozzles down. The fse also adjusted all reagent and sample probes. Qc were performed and were acceptable. The investigation determined that the root cause of the event was consistent with a maintenance issue. The service actions done by the fse resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose assay and 1 patient's sample tested with bilirubin-total assay on a cobas pro c503 analyzer. Sample 1 (patient 1): on (B)(6) 2023 the sample was tested for glucose. Initial result: 9.79 mg/dl. Repeat result: 123 mg/dl. No questionable result was reported outside the laboratory as the customer noticed that the intial result was low. The repeat result was deemed to be correct. Sample 2 (patient 2): on (B)(6) 2023 the sample was tested for bilirubin-total. Initial result: 10.6 mg/dl. Repeat result: 0.575 mg/dl. The physician questioned the repeat result as it was not plausible. The initial result was deemed to be correct.